Event description:
It was reported that a patient underwent a 2-level x-stop procedure. One month post x-stop procedure, the x-stop devices were removed due to recurrence of symptoms and decompression surgery was performed. It was noted that the x-stop devices did not function as intended. The patient was reported to be fine. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.